Manufacturer narrative:
The device was returned to olympus for inspection. Device evaluation has confirmed the reported issue. Device evaluation found the jaw halves of the mouth were displaced against each other due to shear load and the teflon insulation between the jaw halves of the mouth is damaged. Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause such as damage of parts due to wear and or some kind of physical stress. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the grasping forceps teflon layer was observed damaged. The issue was discovered during preparation for an unspecified procedure. There were no reports of patient involvement.